Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that the shaft became detached. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. After taking out the device from the hoop, it was noted that the shaft detached while removing the blue cover. The procedure was completed with different device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was verified at 0.0435 inch using a pin gauge. A visual examination was observed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched on either side of the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft became detached. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. After taking out the device from the hoop, it was noted that the shaft detached while removing the blue cover. The procedure was completed with different device. No patient complications reported and patient's condition is good.